Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced umbilical discharge ("belly button leaking some yellowish gunk its not sore or red"), alopecia ("hair fall") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, umbilical discharge, alopecia and blepharospasm outcome was unknown. The reporter considered alopecia, blepharospasm, medical device removal and umbilical discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia, medical device removal and umbilical discharge . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter information updated. Events: eyelid twitching is newly added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and umbilical discharge ('belly button leaking some yellowish gunk its not sore or red') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced umbilical discharge (seriousness criterion medically significant) and alopecia ("hair fall"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, umbilical discharge and alopecia outcome was unknown. The reporter considered alopecia, medical device removal and umbilical discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia, medical device removal and umbilical discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') and umbilical discharge ('belly button leaking some yellowish gunk its not sore or red') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced umbilical discharge (seriousness criterion medically significant) and alopecia ("hair fall"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, umbilical discharge and alopecia outcome was unknown. The reporter considered alopecia, medical device removal and umbilical discharge to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: omphalitis and alopecia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.